Manufacturer narrative:
The micropituitary superior shaft tip is broken off at the base of the dynamic jaw. The broken off portion of the jaw is missing and not returned for analysis. Optical examination reveals a quasi-brittle fracture surface. The location, direction, and amount of force required in order induce fracture of the shaft is consistent with application of excessive force.

Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. We are unable to determined the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the tip of the instrument was broken during the surgery. The tip was retrieved immediately. No patient complications were reported.